Manufacturer narrative:
On 10-jun-2020, the suspected medical device was returned for evaluation. On 17-jun-2020, the investigation on the suspected medical device was completed. Mentor was able to perform additional analysis, and these new results are addition to the previous investigation that was performed based off of the provided image. Investigation summary: during visual inspection, the sample was found to be ruptured. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the procedure type, patient¿s demographic, symptoms, and reason for the revision surgery. The patient underwent a breast augmentation with the reported device. The patient was 34 years old at the time of event, and experienced left-sided capsular contracture (grade unknown) and breast ptosis. The relevant fields have been updated. Reason for device explant and/or reoperation: desiring for mastopexy breast augmentation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was performed based off of the provided image. Investigation summary : upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: unknown. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 350cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The patient underwent a bilateral removal and replacement surgery with two 450cc mentor memorygel breast implants (catalog #: shpx450, left serial #: (B)(4), right serial #: (B)(4) on (B)(6) 2020. The reason for the revision surgery was not reported at this time. Upon explantation, the left-sided device was found to be ruptured. If additional information is received in the future, a supplemental report will be submitted.